Event description:
It was reported that a homechoice device experienced an unspecified alarm. It is unknown if the patient was connected at the time of the alarm. This occurred during an unknown stage of peritoneal dialysis therapy. The technical service representative advised the patient to use continuous ambulatory peritoneal dialysis (capd) to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. The reported problem was not identified during the event history log review. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. The cause of the reported condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.